Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD; 429878 lead, implanted: (B)(6)2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture. It was noted that the rv lead had high threshold with no capture. It was also noted that the rv lead had high and undefined impedance measurements. The lead was inactivated and later explanted and replaced. No patient complications have been reported as a result of this event.